Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter displayed the battery indicator symbol and was unable to obtain a reading. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue began on (B)(6) 2017 at an unspecified time. The patient manages her diabetes with a combination of medications including lantus insulin. She reported that following the start of the alleged issue, she continued with her usual diabetes management routine including (sliding scale). She indicated that on an unspecified time after obtaining the battery indicator, she developed symptoms of ¿feeling jittery¿. The patient denied that she received any treatment. At the time of troubleshooting, the cca noted that the meter was being used for the first time and based on the information provided there had been no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began and suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.